Manufacturer narrative:
There were no adverse consequences for the patient due to the oversensing.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there were episodes of auto mode switch due to far-field r-wave oversensing. Reprogramming was performed. Patient condition is currently unknown.